Manufacturer narrative:
Received five used list #146870489 primary plum sets. This record represents sample 1 and sample 2. Sample 1 arrived attached to an extension set w/ piercing pin and additive port and two sodium chloride 250ml bags. Sample 2 arrived attached to an extension set w/ piercing pin and additive port and a sodium chloride 500ml bag. As received a stick down was observed on sample 2. Sample 1: seal: no damage observed. Spike: the spike was observed to be off centered. Little to no flash. Body: no damages observed. The complaint could not be replicated or confirmed on sample 1. Sample 2: seal: coring as well as seal tearing was observed on the top of the seal. Spike: the internal spike was observed to be broken. Cold form damage was observed at the tip of the spike. Little to no flash. Body: no damages observed. The complaint of tubing malfunction can be confirmed due to the anomalies observed in the clave as well as the proximal air in line alarm returned on samples 2. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had malfunctioned. There was unknown patient involvement and unknown patient harm. This is the first of four events.